Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Event description:
It was reported that threads would not retain. Was not able to place implant. Tooth location not reported. Another implant was placed and the patient will return for additional treatment.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Functional testing to recreate the reported event ( damaged threads) verified the mount do not disengage from implant. A pre-existing condition noted on the per was unknown bone density type. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported events were confirmed. The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.